Manufacturer narrative:
(B)(4). Full UDI not available as the lot # was not provided by the customer.

Event description:
It was reported that "the manta did not click when pulling tension which prompted him to cutdown. When he cutdown the manta was in the correct location."

Event description:
It was reported that "the manta did not click when pulling tension which prompted him to cutdown. When he cutdown the manta was in the correct location."

Manufacturer narrative:
(B)(4). No return product evaluation could be completed as the device was not returned for investigation. The device lot number was not reported for this investigation. Case details were reviewed. During deployment of an 18f manta device, while withdrawing and pulling to tension, the manta handle closure unit never pulled to tension; no audible click was heard. The physician decided to surgically intervene. During the cutdown, the manta was seen correctly positioned. Due to insufficient information regarding the initial and deployment procedures, patient environment and conditions, and no angiograms or devices submitted for this investigation, the cause of the compaction issue cannot be determined. Therefore, the root cause for why the manta was ineffective in achieving hemostasis requiring surgical intervention remains undeterminable. Risk documentation was reviewed, which is a known risk of the device. The manta instructions for use (IFU) procedure requirements indicate if the manta closure does not deploy properly in the artery and hemostasis is not achieved, the closure and all absorbable components may be removed from the patient if medically necessary. The IFU lists potential adverse events related to the deployment of vascular closure devices including other access site complications leading to bleeding, possibly requiring blood transfusion, surgical repair, and/or endovascular intervention. There appears to be no product quality issue concerning manufacturing, documentation, or labelling. The der process will continue to monitor and investigate any similar events. Other remarks: n/a corrected data: n/a